Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h13f05068, h13h14041, h13i25011 and h13h30047 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The specific product code for the minicap transfer set involved is unknown. The brand name, manufacture and 510k have been provided in this MDR. A batch review of potentially associated lot numbers involved in this event will be performed. Should relevant additional information become available pertaining to the reported event, a follow-up report will be submitted. This is the same patient as (B)(4).

Event description:
This is report 3 of 3 involved in this event. This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. Treatment information was unknown. The patient was eventually discharged from the hospital two weeks later. At the time of this report, the patient had not yet recovered from the peritonitis. No additional information is available at this time.